Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty removing the balloon from the stent after deployment. The physician subsequently inflated to 22 atmospheres and the balloon delivery system release from the stent..no pt injuries or complications occurred.